Event description:
It was reported that this pacemaker exhibited low out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead, and the pacemaker triggered to lead safety switch (lss) to unipolar mode. Oversensing of noise was also determined, which led to inappropriate storage of atrial tachycardia response (atr) episodes as a result of the unipolar configuration post-lss. Additionally, there were concerns regarding the premature battery depletion of the battery of this pacemaker, decreasing from 6 years to 3.5 years in a few months. Which was suspected to be caused by internal corrosion. Troubleshooting options were recommended and a request was made to have data from this device analyzed. The analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemeker was explanted and replaced, while the ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead, and the pacemaker triggered to lead safety switch (lss) to unipolar mode. Oversensing of noise was also determined, which led to inappropriate storage of atrial tachycardia response (atr) episodes as a result of the unipolar configuration post-lss. Additionally, there were concerns regarding the premature battery depletion of the battery of this pacemaker, decreasing from 6 years to 3.5 years in a few months. Which was suspected to be caused by internal corrosion. Troubleshooting options were recommended and a request was made to have data from this device analyzed. The analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced, while the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited low out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead, and the pacemaker triggered to lead safety switch (lss) to unipolar mode. Oversensing of noise was also determined, which led to inappropriate storage of atrial tachycardia response (atr) episodes as a result of the unipolar configuration post-lss. Additionally, there were concerns regarding the premature battery depletion of the battery of this pacemaker, decreasing from 6 years to 3.5 years in a few months. Which was suspected to be caused by internal corrosion. Troubleshooting options were recommended and a request was made to have data from this device analyzed. The analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced, while the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.